Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.00/2.5/140 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault, angle closure, elevated iop and blurred vision. On (B)(6) 2024 the lens was exchanged with the same model, shorter length. Status of the eye: "good postoperative appearance. Va is still blurred at her pow 1 appt". Additional information: "issue is possibly resolved. The pt hasn't has the lens in long enough for the doctor to determine if it has been a successful sx or not". The reporter indicated the cause of the event was the device. Cause details: "too big of lens recommended, when ordering (recommended 13.2 instead of 12.6)". H6- health effect- impact code (f): "4614" should be removed and "4629" should be added. H6- health effect- clinical code (e): "2137" and "1937" should be added. (B)(4)

Manufacturer narrative:
H6- health effect- clinical code: 4581- "angle closure." H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.00/2.5/140 (sphere/cylinder/axis) into the patient's right eye (od). The patient experienced an excessive vault and angle closure. Reportedly "during an introductory conversation, the surgeon informed me that he has a patient who will need an explant due to very high vault and angle closure". The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.